Manufacturer narrative:
Based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing, however a definitive root cause could not be established.

Event description:
It was observed that during the device evaluation, the subject device exhibited the presence of foreign objects in multiple components, including the control section, grip, u/d knob, r/l knob, forceps elevator knob, switch box, scope connector cover unit, scope connector, plastic distal end cover, nozzle, adhesive on bending section cover, connecting tube, and universal cord. There was no patient involvement.